Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse contacted customer to further troubleshoot issue. During troubleshooting, the site staff confirmed the iesu was set to single pad mode and that they utilized a dual pad setup. The fse walked the customer through changing selection to dual pad mode. The customer confirmed the setting was dual pad and that grounding pad illuminated green when pad was applied to her arm. The fse informed the customer that he would come on site to confirm the iesu settings and ensure the grounding pad was recognized. The fse verified the dual pad setting was changed; activation signal was set to 35 seconds and green ground pad was achieved. The fse was unable to test drive as the operating room was in use, but verified changes were made on the iesu.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical service engineer (tse) for phone assistance regarding the customer being unable to achieve grounding on the patient using the integrated electrical surgical unit (iesu). The customer also attempted to achieve the grounding pad on the patient's abdomen and shoulder but was unable to. The customer did not have a cable to connect the force triad, or a backup vision side tower available. The procedure was converted to open. The field service engineer (fse) contacted the tse for assistance with confirming that the customer had changed the grounding pad from single to dual. It was verified that the icon was green. The reported complaint was resolved. It was noted that the previous fse had accidentally left it as a single and changing it to a dual was able to resolve the reported event. The system was functioning normally. Isi followed up and obtained the following additional information: according to the customer, the surgical procedure was converted to open due to the grounding pad issue. The reported event occurred due to the previous fse visit making system a single when dual was required. There was no patient injury or harm. There was no surgical delay.